Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained reactive (positive) atellica im toxoplasma igg (toxo g) lot 298 results on 2 samples from one patient who had been historically non-reactive (negative) at the onset of her pregnancy with an alternate method. One of these samples was also tested using western blot and resulted negative, consistent with historical results. To investigate, the customer tested the historical samples with atellica im toxo g and the samples resulted positive. The negative results are considered correct. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained reactive (positive) atellica im toxoplasma igg (toxo g) lot 298 results on 2 samples from one patient who had been historically non-reactive (negative) at the onset of her pregnancy with an alternate method. One of these samples was also tested using western blot and resulted negative, consistent with historical results. To investigate, the customer tested the historical samples with atellica im toxo g and the samples resulted positive. The negative results are considered correct. There are no allegations of patient or user intervention or adverse health consequences due to the event.